Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to program a bolus request on the pump. During a follow-up call with tandem technical support, the customer declined to provide any information regarding the bolus delivery. There was no reported impact to the customer's blood glucose level.